Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: a2, b7, d3, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-03062019-0000445675 submitted for adverse event which occurred on (B)(6) 2011. Mwr-03062019-0000445685 submitted for adverse event which occurred on (B)(6) 2017. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy on (B)(6) 2017 during which the surgeon noted the old mesh incorporated a loop of small bowel and adhered to fascia that was chronically inflamed. Further, the old mesh eroded into a portion of her small bowel causing leak of intraluminal contents into the abdominal wall and creating fistula and abscess pocket in the subcutaneous tissue of the abdominal wall. The surgeon then dissected out the portion of the fascia with the adherent old mesh in fragments and resected a segment of the abnormal bowel. It was reported that the patient experienced severe pain, nausea, inflammation and scarring. Other implanted product is captured in a separate file. No additional information is provided.